Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 20-feb-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a hardware failure. The field service engineer found that the station experienced repeated shutdowns whenever a customer accessed any drawer at the medstation. Initial troubleshooting included application testing and full diagnostics, neither of which indicated a software related fault. The fse then opened the rear panel and performed a comprehensive hardware inspection, including checks of all drawer harnesses, sensors, top cover connections, the communication sled, and the power supply. All connectors were systematically reseated, with functional testing performed after each step; however, the issue persisted. As part of corrective action, the communication sled and power supply were replaced. Post replacement testing confirmed normal operation, with multiple drawer access cycles completed successfully and no further shutdowns observed. The unit is currently operating within expected parameters, and the customer performed multiple tests and verified proper functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the machine was rebooting constantly and displayed an ac power has failed error, along with a prompt instructing to close all open drawers and doors immediately. However, there were no delays or adverse events or injuries reported based on this event.